Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that two ecgs performed on two different devices on the same patient had different interpretations. There was no harm to the involved patient.